Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, possible causes include causes due to some kind of stress problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the thunderbeat exhibited the tissue pad was worn. There were no reports of patient involvement.